Event description:
The facility reported a colleague infusion pump with failure code 807:05. According to the facility, it is unknown when or in which care area this event occurred. During review of the pump's event history, baxter quality engineering discovered that this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a lap adjustable band procedure, band leakage was identified. Another band was used to complete the procedure. There was no patient consequence.